Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the host pc had a memory problem. The device was outside of clinical use at the time of the reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue happened during the clinical testing system before an exam and the reported issue was occurring intermittently. It was reported that host pc has memory problem. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed the image processing and host failed and found the host pc was defective. Fse checked the log file and found the error with host pc: memory 3 and memory 4 error. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced disk bay for host computer and ippc computer on another case. After the replacement of disk bay, the system was returned to use in good working order. The codes were updated based on the investigation outcome.